Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected 0037860, 1/4" steriletubing, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 0037860 in unopened original packaging. Lot number was verified. Performed a visual inspection of the device, there is an open hole in the seal. Performed a functional inspection, the devices were dye leak tested, which indicated that the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 33 complaints regarding (B)(4) should all the complaint devices have been found confirmed, the rate of failure would be .000003 per the instructions for use, the user is advised the following; conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.